Manufacturer narrative:
Age/date of birth: group 1: 60.24 ± 14.13 and group 2: 55.35 ± 15.77 (years). Sex/gender: group 1: male: 25, female: 17 and group 2: male: 23, female: 20. Weight/ethnicity unknown/not provided. Date of event: 2/19/2020 (the date article was published). Model number: partially known, as the serial number was not provided, only provided as ar40. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Ucar, f., cetinkaya, s. (2020) flattened flanged intrascleral intraocular lens fixation technique. Int ophthalmol. 40(1), pp. 1455¿1460. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: flattened flanged intrascleral intraocular lens fixation technique. A study was done to evaluate the visual outcomes of the patients who had undergone sutureless scleral fixated intraocular lens (iol) implantation operation in which a new modified yamane technique called flattened flanged intrascleral intraocular lens fixation technique was applied. A total of 85 eyes of 85 patients were divided into two groups: group 1 consisted of 42 eyes who had undergone scleral iol fixation operation with yamane technique (off-label) while group 2 composed of 43 eyes who had undergone scleral iol fixation operation with flattened flange technique (off-label). All patients were implanted with sensar ar40 3-piece iol (abbott medical optics). Complications reported in group 1 include intraoperative haptic sliding (n=3 eyes), postoperative iol dislocation (n=1 eye), postoperative iris capture (n=2 eyes), vitreous hemorrhage (n=4 eyes), cystoid macular edema (n=2 eyes). Complications reported in group 2 include iris capture (n=1 eye), vitreous hemorrhage (n=2 eyes), and cystoid macular edema (n=1 eye). The iris captures were concluded to be pertaining to the anterior chamber depth and treated with mydriatics. Topical nevanac drops (nepafenac %0.1, alcon) were administered for the treatment of cystoid macular edema. In group 1, the preoperative (endothelial cell density) ecd (cell/mm2) is 2387.06 ± 22.14 (2347¿2421) and the postoperative ecd (cell/mm2) is 2268.33 ± 14.77 (2251¿2289). In group 2, the preoperative (endothelial cell density) ecd (cell/mm2) is 2382.02 ± 17.12 (2355¿2415) and the postoperative ecd (cell/mm2) is 2283.80 ± 10.66. This report is to capture the product problem for this model. A separate report is being submitted to capture the adverse events for this model.